Event description:
Pump was reported to pump, but no fluid infuses. Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury, age of pt, and the medication involved, but no contact has been made with the account to date.